Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urin ary/bowel dysfunction.. It was reported that they had been having trouble with their therapy ever since they got the implant. Patient stated that the programs didn't seem to be effective. Patient said they contacted their manufacturer representative (rep) this morning to try to reset the programs, but they got an error code: ox40f37c4. Agent reviewed meaning of message. Patient was already connected to therapy on the call and tapped "restart" option under the message, which cleared it. Patient stated the message appeared when they attempted to change programs. Patient was able to successfully see all program options (1-7) after clearing the message. Patient stated they were instructed by the rep to go into program 7, tap done, and then programs a, b, and c would appear. Patient stated they had not been seen in person. Patient mentioned they needed to access the new programs because all the other programs had not helped with managing symptoms. Patient stated they had not had appropriate symptom relief since device was implanted. Agent reviewed how new programs are created and made visible to the patient. Agent suggested patient schedule follow-up appt with managing healthcare provider (hcp) and/or rep for programming assistance, and suggested the person assisting patient reach out to technical services if assistance was needed during the programming session. Additional information was received from the patient. They reported that they are frustrated with the therapy because they have tried all programs and none of them have been effective. They have tried contacting the local field staff and left message but no one has returned their calls. Recommended patient schedule a check in with managing physician's office to address their therapy concerns. Additional information was received from the manufacturer representative (rep). The cause of the error code was unknown. They revised the lead and now the patient was happy.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va23wca, implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 11-nov-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.